Event description:
It was reported that the sensica unit was displaying asterisks where the temperature output should have been showing up despite the patient having a fully hooked up temperature sensing foley catheter to sensica setup. It was mentioned that this was caused by the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is confirmed - cause unknown. 1 sample was confirmed to exhibit the reported failure. A 3 way, all silicone, temp sensing, foley catheter was returned without packaging. Potential root causes for this failure mode could be, ¿long shaft / short thermistor¿, "damaged thermistor", and "catheters are excessive pulled in cleaning. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sensica unit was displaying asterisks where the temperature output should have been showing up despite the patient having a fully hooked up temperature sensing foley catheter to sensica setup. It was mentioned that this was caused by the foley catheter. Per follow up information received via mail on 07mar2022, the bd mayo support team had the patient's catheter unhooked from the catheter and used temperature keys to see if a temperature value would display on the screen. Upon plugging in the first temperature key, a value displayed on the sensica screen corresponding to the correct temperature key value which indicates that there was no issue with the temperature cable or monoplug adapter (or temperature module or sensica monitor). It also indicated that the cause for the asterisks display likely lies with the temperature sensing foley, however no further electrical investigation work could be completed due to the foley catheter was still being attached to the patient. The red tamper evident seal had been removed from the sample port/foley junction at some point.